Event description:
End user called to complain about the device not testing the calibration strip. This was confirmed by phone. The device was replaced and the defective one returned for investigation.